Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that imperfect hemostasis due to the involved angio-seal collagen and anchor slipped into the vessel. Permanent pace-maker implantation (ppi) was performed via antegrade approach. After drug-coated balloon (dcb) to the left superficial femoral artery (sfa), the angio-seal device was used for hemostasis. As the insertion sheath was inserted deeply, the anchor reached the bifurcation, and the collagen flowed into the deep femoral artery (dfa) and probably thrombosed. The contralateral side was punctured, and a balloon catheter was used for hemostasis from inside the vessel via crossover approach. Hemostasis was successfully achieved by manual compression for 5 hours. The patient recovered. The blood loss was less than 250cc. The reported event resulted in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The event occurred intra-operative. No concomitant medical products were used with the involved device.

Manufacturer narrative:
As a result, the complaint was confirmed for a potential collagen deposition into the artery requiring revision surgery. The exact root cause was unable to be determined. The likely cause was determined to have been device over-insertion resulting in collagen deposition into the artery. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).